Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with respiratory issue and was non-responsive (altered mental status). The patient had a pump refill on (B)(6) 2013. The pump was turned down to the minimum rate on (B)(6) 2013 at the hospital. The patient was still unresponsive on (B)(6) 2013 and all of the drug was removed from the pump, internal tubing and catheter and was replaced with saline. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.